Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized and treated with meropenam injection (250 mg, each bag, intraperitoneal, discontinued after 12 days) and ceftriaxone injection (250 mg, each bag, intraperitoneal, discontinued after 12 days) for the event. The patient was discharged 15 days after hospital admission. At the time of this report, the patient has recovered (16 days after the event onset). Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.